Manufacturer narrative:
(B)(4). Disconnecting without following proper procedure is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain one in peritoneal dialysis. The patient was not connected at the time of the alarm. The patient stated they disconnected prior to the system error 2240 without following proper procedure, and then reconnected. The technical service representative explained alarm to the patient. The technical service representative had the patient cycle power to clear alarm and press go to unlock and remove cassette. Therapy ended early. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.